Event description:
Pt had a rotator cuff repair using an ultrasorb rc suture anchor. The surgery was completed in the usual manner and the pt was discharged. Two months later the pt presented with pain. X-ray identified an alleged infectious process. The pt was admitted and placed on intravenous antibiotic therapy and the infection resolved with no further treatment.